Event description:
This pt was taken to the or for orif of right hip fracture. During the first spinal attempt at l3-4, positive contact with bone was felt. As the needle was being with drawn, approximately 1 inch of the 3.5 inch needle was retained in the patient's back. Several attempts to retrieve the fragment superficially were unsuccessful. The decision was made to proceed with the orif under general anesthesia. A neuro surgeon was consulted and successfully removed the fragment with aid of fluoroscopy.